Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead was frayed around contact 5. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.